Event description:
It was reported that prior to an unk procedure during the test the handpiece showed error 4. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.